Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 300 mg/dl. The customer had been vomiting every hour prior to the event. The customer was told that he may have caught a bug or a virus. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but alarmed motor error during the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.